Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the atrial lead exhibited low pacing impedance. A fluoroscopy revealed that the atrial lead had dislodged. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and low pacing impedance. As received, a complete lead was returned in one piece. The reported event of low-pacing impedance was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. The impedance test was unable to perform due to the over-torqued inner coil in the connector region restricting the helix from being extended and the helix retracted with soft tip as received. Visual examination of the lead found the helix was retracted and clogged with blood. X-ray examination of the lead found the inner coil in the connector region was over-torqued due to procedural damage.